Event description:
Reporter indicated that following a software upgrade, the database did not migrate to the new version of the software. Troubleshooting did not resolve the issue. Software is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.